Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date: na, device was not implanted. Explant date: na, device was not implanted.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the surgeon could not seat the poly into humeral tray due to locking ring for the second time in two weeks. The locking ring tool was used to try to assist in seating poly. The locking ring was too tight and eventually bent intraoperatively. The surgery was completed with a different device. No further information has been made available.